Event description:
Reporter indicated that system diagnostics, performed at a routine office visit in 2007, resulted in high impedance. There were no pt symptoms reported. High lead impedance indicates a potential lead discontinuity. The cause of the suspected lead discontinuity is unk. Normal lead impedance was observed approx six months prior to office visit. X-rays reviewed by MFR did not reveal any discontinuities. Revision surgery is not likely due to caregiver's indication of limited benefit from vns therapy.

Manufacturer narrative:
X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is supected, but did not cause or contribute to a death or serious injury.